Event description:
It was reported during a routine visit by a clinic staff, inappropriate auto mode switching was observed on a stored electrogram due to atrial loss of capture during blanking period and competitive atrial pacing after p-waves. The device output was increased to obtain a 2-1 safety margin. The patient had no complaints or symptoms. Routine follow-up will continue.